Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right ventricular (rv) lead impedance measurements above 2500 ohms and high capture thresholds. Brady pacing was turned off. This ICD system remains implanted. No adverse patient effects were reported.